Manufacturer narrative:
(B)(4). Investigation summary: it was received for analysis an unopened sample. During the visual inspection of the unopened sample, no defects were found on the packet. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative sample, no performance - breakage suture was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
Product complaint #: (B)(4). A manufacturing record evaluation was performed for the finished device jv453, ml8cjgr0 number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported by vet that the dog underwent an animal surgery on (B)(6) 2019 and the suture was used. During the surgery, the suture got broken when performing knot.